Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, pump won't run. The reporter indicated the cassette had the green flow stop. Per reporter residual volume was: 41 ml, rate 54 ml.hr and 59 ml was given. No adverse patient effects were reported. No additional information is available at this time.